Manufacturer narrative:
(B)(4). This initial/final MDR will be the only report submitted for MFR report #3008114965-2018-00645. Additional patient information has been requested but a response has not been received. (B)(6). (B)(4). Conclusion: this pi was reopened because the device was received. The device was returned with its inner pouch. Labeling on the inner pouch matches the product documented in the complaint. Approximately 14 cm of embolic coil is advanced out of the end of the introducer. A large loop of device positioning unit (dpu) is protruding from the skive of the translucent introducer sheath. The distal end of the protrusion extends to the marker band. The resheathing tool is retracted almost to the introducer lock. There is a bend in the sheathed portion of the dpu core wire approximately 105 cm from the proximal end. The ball tip is intact. The embolic coil is kinked. At the distal end of the protrusion, the proximal end of the extended coil section of the dpu is kinked. The flexible distal end of the dpu is kinked. Microscopic image of the proximal end of the protrusion. There is a slight amount of plastic remodeling damage to the v-notch of the resheathing tool. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint that the introducer is damaged is confirmed. The dpu is protruding through the skive of the translucent introducer sheath. There is a slight kink in the embolic coil at the distal end of the green introducer. According to the event description, the introducer skive opened and the dpu core wire protruded while inserting the embolic coil into the microcatheter. Based on the evidence of the kink in the embolic coil and the protrusion of the dpu core wire, it appears as though some resistance was encountered while introducing the embolic coil into the microcatheter. Force was apparently applied in an attempt to overcome the resistance. As a result of the application of force, the embolic coil became kinked and the dpu core wire was forced through the skive of the translucent introducer sheath. 100% of devices are inspected at the final quality control (qc) inspection for damage to the embolic coil, including kinks. Thus, it is unlikely that the damage to the embolic coil existed when the device left the manufacturing facility. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that when placing the micrusframe 10 coil (mfr100730/s12565) in the microcatheter, the sheath of the coil tore. It was impossible to use the device. No patient consequences were reported. Several attempts to obtain additional information have been made, but a response has not been received. Note: this event was deemed MDR reportable based on the device evaluation findings.